Manufacturer narrative:
Per the report, the item is not nebulizing medication correctly. Per the customer, "patient stated that nebulizer was making a loud noise, vibrating off of table, and no longer misting." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the report, the item is making a loud noise and vibrating also not dispensing the meds.